Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator screen showed pads off and a dotted line for the ECG trace when connected to the patient via pads. There was no adverse patient impact.

Event description:
It was reported to philips that the heartstart xl defibrillator screen showed pads off and a dotted line for the ECG trace when connected to the patient via pads. The patient involved was reported to have not experienced harm or adverse patient impact. The patient was connected to the device using hands free pads. The pads were that were used were manufactured by covidien. The patient had their internal cardiac defibrillator (ICD) switched off for surgery. The device was made ready to provide shock treatment if required. When the device did not display the ECG rhythm, the clinicians used another device to monitor and treat the patient if needed during the surgical procedure. The patient did not require treatment during this time.